Event description:
It was reported that during a sigmoidectomy procedure, the device didn't seem to be cutting to distal end. The surgeon mentioned the knife stopping up to 1cm short. During colo-colostomy the firing knife blade pushed the tissue out of the jaws and the tissue milked out several centimeters causing an incomplete anastomosis. There were no patient consequences. Case completed with a linear cutter. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. On what tissue type was the device used? At what location on the tissue? Sigmoid colon. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 4th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Only blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.